Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the battery had an insufficient capacity and required replacement to address the issue. The customer declined repair and the device was scrapped per customer's request. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective external battery. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral external battery was returned to resmed for an investigation. The investigation determined there was no fault found with the returned external battery. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).